Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the mfg site arjo med. (B)(4) (under registration #9617021). As of 06/15/2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo hospital equipment ab and any medwatch reports will be submitted under registration #9611530. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
The facility stated that the resident fell out of the sling while being lifted with the sara electric as a result of the safety strap missing from the sling. The don stated she was unaware that the safety strap was missing from the sling. The resident suffered a right humerus fracture.